Manufacturer narrative:
Unit had damaged display window cover. Unit received with blank display due to corroded electronics assembly. Motor and force sensor was also corroded. Unable to perform displacement test, sleep current measurement test, active current measurement test and self test due to blank display. (B)(4).

Event description:
It was reported that insulin pump screen was peeled off. Customer's blood glucose level was 183 mg/dl. Customer stated they can read the display. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.